Event description:
It was reported that an asymptomatic patient presented in clinic with a device that showed non-sustained lead noise due to post-paced t-wave oversensing . The device was reprogrammed.